Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and there was blood on the distal conductor of the lead and it was obstructed. Analyst commented, blood obstructing the distal conductor lumen at 26.5 cm.

Event description:
It was reported that during the implant procedure, it was not possible to insert and/or re-insert a stylet into the implantable pacing lead (ipl). The ipl was exchanged for another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).